Event description:
On (B)(6) 2016 right hip replacement, (B)(6) 2016 left hip replacement; (B)(6) 2016 discharged from rosewood snf, (B)(6) 2016, lunch date boo boo. On (B)(6) 2016 woke up with severe pain in left leg; called home health (B)(6) 2016 started bactrim on (B)(6) 2016 holiday, monday 09/07/2016 periera aspiration / change from bactrim to red pill, and levoquin on (B)(6) 2016, cj at ucdmc ER 10:00 am - 9:00 pm (B)(6) 2016, cj admitted to hosp on (B)(6) 2016. Ball change in left hip (B)(6) 2016. Discharged from ucdmc (B)(6) 2016 readmitted to rosewood snf. Possibly biomet.